Manufacturer narrative:
Investigation: the sample received was visually inspected. It was observed to be blocked at one end with excess plastic residues (flash materials). The blocked section was approx 15mm away from the connection site of the tracheostomy tube. Root cause: the following possible root causes were identified: the inner cannula was not molded correctly by the supplier since flash material was blocking the inner cannula air path. Inadequate detection of inspection by the operator at alloyd loading station. Action taken: a supplier corrective action has been written and is in progress. All the personnel involved were trained on the necessary procedures. Receiving inspection for this component has been changed to a "tightened" level. A picture was added to the mfg procedures to show exactly what to look for at the packing operation. The receiving inspection procedure was revised to add an inspection specifically for occlusion.